Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.59.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 52-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), from an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support as a bailout for a percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient went into cardiac arrest, requiring CPR. During the code, the physician had the staff turn off the impella, and remove the white connector cable from the automated impella controller (aic) thinking that the patient did not get return of spontaneous circulation (rosc). The patient regained a pulse after the team stopped resuscitation efforts. The physician had the staff plug the impella back into the aic, and restart the impella. The impella restarted without an issue. The device functioned at p-2 at 1.9l/min. The patient expired on support several hours later. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage e shock.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.